Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 717 mg/dl at the time of the incident. The customer was at 481 mg/dl at the time of the call. The customer used the pump and manual injections and was given intravenous insulin to treat. The customer experienced symptoms such as extreme thirst, feeling weak, feeling sick, and frequent urination. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was unable to as they're legally blind. The insulin pump will not be returned for analysis.